Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 14.4 mmol/l, 26.4 mmol/l at time of incident and current blood glucose level was 14 mmol/l. The customer assisted with troubleshooting. The customer was treated with insulin pen and changed whole infusion set. Customer reports the symptoms related to their high blood glucose nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick released. Customer reports the insulin pump was working as designed. The device will not be returned for analysis.